Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient breast reconstruction revision surgery with 550cc mentor cpx 4 breast tissue expander with suture tabs experienced left sided cutaneous contour deformity post procedure. As a result, patient had an explantation (B)(6) 2021.

Manufacturer narrative:
The investigation of the pictured device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 10, 2022, the mentor failure analysis lab has received the device for evaluation. Patients initials, date of birth and date of event have been added in. The investigation of the returned device was completed by the failure analysis lab on march 22, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the med height te w/sut tabs 550cc returned device. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, sub-glandular rather than submuscular placement, a device that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number:(B)(4).